Event description:
This case is cross referred with the cases (B)(4) and (B)(4) (same patient). This unsolicited case from united states was received from a patient via health authority (food and drug administration {FDA}; reference number: mw5071519) on (B)(6) 2017. This case concerns an adult female patient who received treatment with synvisc injection and later after unknown latency had 2-3 weeks of pain. No concurrent conditions were reported. Patient had previously received synvisc in 2013 and 2014. Patient had a history of hypothyroidism, high blood pressure, and high platelet count. Concomitant medications included levothyroxine sodium (levothyroxine), hydrochlorothiazide, potassium chloride (klor-con), hydroxycarbamide (hydroxyurea), tramadol hydrochloride, gabapentin, ergocalciferol (vitamin d), acetylsalicylic acid (aspirin) and ascorbic acid/calcium pantothenate/ ergocalciferol/nicotinamide/pyridoxine hydrochloride (vitafusion womens multivitamin). On an unknown date in 2015, patient initiated treatment with third series of intra- articular synvisc injection (dose, frequency, indication, batch/lot number: not provided and expiry date: 01-dec-2019) in left knee. Following the second injection of synvisc, a week or 10 days apart, patient had no pain in left knee. On an unknown date in 2015, after unknown latency, patient had 2-3 weeks of pain following the third synvisc injection. It was reported that the pain was slightly worse than when patient started this series of left knee injections. Also reported that following the third injection, after 2 to 3 weeks, patient was pain free for 6-8 months. Corrective treatment: not reported. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: medically significant additional information was received on 09-oct-2017. Global ptc number and ptc results were added. Text was amended accordingly. Follow up information was received on 09-oct-2017. No new information received additional information was received on 06-feb-2018 from the patient. Medical history was added. Event of 2-3 weeks of pain was updated to 2-3 weeks of pain/ soreness. Clinical course was updated and text amended accordingly.

Event description:
This case is cross referred with the cases (B)(4) (same patient). This unsolicited case from united states was received from a patient via health authority (food and drug administration {FDA}; reference number: mw5071519) on (B)(6) 2017. This case concerns an adult female patient who received treatment with synvisc injection and later after unknown latency had 2-3 weeks of pain. No relevant medical history and concurrent conditions were reported. Patient had previously received synvisc in 2013 and 2014. Concomitant medications included levothyroxine sodium (levothyroxine), hydrochlorothiazide, potassium chloride (klor-con), hydroxycarbamide (hydroxyurea), tramadol hydrochloride, gabapentin, ergocalciferol (vitamin d), acetylsalicylic acid (aspirin) and ascorbic acid/calcium pantothenate/ ergocalciferol/nicotinamide/pyridoxine hydrochloride (vitafusion womens multivitamin). On an unknown date in 2015, patient initiated treatment with third series of intra- articular synvisc injection (dose, frequency, indication, batch/lot number: not provided and expiry date: 01-dec-2019) in left knee. Following the second injection of synvisc, a week or 10 days apart, patient had no pain in left knee. On an unknown date in 2015, after unknown latency, patient had 2-3 weeks of pain following the third synvisc injection. It was reported that the pain was slightly worse than when patient started this series of left knee injections. Also reported that following the third injection, after 2 to 3 weeks, patient was pain free for 6-8 months. Corrective treatment: not reported. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 49780 the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: medically significant additional information was received on 09-oct-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This case is cross referred with the cases(B)(4) (same patient). This unsolicited case from united states was received from a patient via health authority (food and drug administration {FDA}; reference number: mw5071519) on (B)(6) 2017. This case concerns an adult female patient who received treatment with synvisc injection and later after unknown latency had 2-3 weeks of pain. No concurrent conditions were reported. Patient had previously received synvisc in 2013 and 2014. Patient had a history of hypothyroidism, high blood pressure, and high platelet count. Concomitant medications included levothyroxine sodium (levothyroxine), hydrochlorothiazide, potassium chloride (klor-con), hydroxycarbamide (hydroxyurea), tramadol hydrochloride, gabapentin, ergocalciferol (vitamin d), acetylsalicylic acid (aspirin) and ascorbic acid/calcium pantothenate/ ergocalciferol/nicotinamide/pyridoxine hydrochloride (vitafusion womens multivitamin). On an unknown date in 2015, patient initiated treatment with third series of intra- articular synvisc injection (dose, frequency, indication, batch/lot number: not provided and expiry date: 01-dec-2019) in left knee. Following the second injection of synvisc, a week or 10 days apart, patient had no pain in left knee. On an unknown date in 2015, after unknown latency, patient had 2-3 weeks of pain following the third synvisc injection. It was reported that the pain was slightly worse than when patient started this series of left knee injections. Also reported that following the third injection, after 2 to 3 weeks, patient was pain free for 6-8 months. Corrective treatment: not reported. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 49780. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: medically significant additional information was received on 09-oct-2017. Global ptc number and ptc results were added. Text was amended accordingly follow up information was received on 09-oct-2017. No new information received additional information was received on 06-feb-2018 from the patient. Medical history was added. Event of 2-3 weeks of pain was updated to 2-3 weeks of pain/ soreness. Clinical course was updated and text amended accordingly.

Event description:
This case is cross referred with the cases (B)(4) and (B)(4) (same patient). This unsolicited case from united states was received from a patient via health authority (food and drug administration {FDA}; reference number: mw5071519) on 26-sep-2017. This case concerns an adult female patient who received treatment with synvisc injection and later after unknown latency had 2-3 weeks of pain. No relevant medical history and concurrent conditions were reported. Patient had previously received synvisc in 2013 and 2014. Concomitant medications included levothyroxine sodium (levothyroxine), hydrochlorothiazide, potassium chloride (klor-con), hydroxycarbamide (hydroxyurea), tramadol hydrochloride, gabapentin, ergocalciferol (vitamin d), acetylsalicylic acid (aspirin) and ascorbic acid/calcium pantothenate/ ergocalciferol/nicotinamide/pyridoxine hydrochloride (vitafusion womens multivitamin). On an unknown date in 2015, patient initiated treatment with third series of intra- articular synvisc injection (dose, frequency, indication, batch/lot number: not provided and expiry date: 01-dec-2019) in left knee. Following the second injection of synvisc, a week or 10 days apart, patient had no pain in left knee. On an unknown date in 2015, after unknown latency, patient had 2-3 weeks of pain following the third synvisc injection. It was reported that the pain was slightly worse than when patient started this series of left knee injections. Also reported that following the third injection, after 2 to 3 weeks, patient was pain free for 6-8 months. Corrective treatment: not reported. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: medically significant.

Event description:
This case is cross referred with the cases (B)(4) and (B)(4) (same patient). This unsolicited case from united states was received from a patient via health authority (food and drug administration {FDA}; reference number: mw5071519) on 26-sep-2017. This case concerns an adult female patient who received treatment with synvisc injection and later after unknown latency had 2-3 weeks of pain. No relevant medical history and concurrent conditions were reported. Patient had previously received synvisc in 2013 and 2014. Concomitant medications included levothyroxine sodium (levothyroxine), hydrochlorothiazide, potassium chloride (klor-con), hydroxycarbamide (hydroxyurea), tramadol hydrochloride, gabapentin, ergocalciferol (vitamin d), acetylsalicylic acid (aspirin) and ascorbic acid/calcium pantothenate/ ergocalciferol/nicotinamide/pyridoxine hydrochloride (vitafusion womens multivitamin). On an unknown date in 2015, patient initiated treatment with third series of intra- articular synvisc injection (dose, frequency, indication, batch/lot number: not provided and expiry date: 01-dec-2019) in left knee. Following the second injection of synvisc, a week or 10 days apart, patient had no pain in left knee. On an unknown date in 2015, after unknown latency, patient had 2-3 weeks of pain following the third synvisc injection. It was reported that the pain was slightly worse than when patient started this series of left knee injections. Also reported that following the third injection, after 2 to 3 weeks, patient was pain. Free for 6-8 months. Corrective treatment: not reported. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: medically significant. Additional information was received on 09-oct-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
2-3 weeks of pain [knee pain] ([knee pain]). Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This case is cross referred with the cases (B)(4) (same patient). This unsolicited case from united states was received from a patient via health authority (food and drug administration {FDA}; reference number: mw5071519) on 26-sep-2017. This case concerns an adult female patient who received treatment with synvisc injection and later after unknown latency had 2-3 weeks of pain. No relevant medical history and concurrent conditions were reported. Patient had previously received synvisc in 2013 and 2014. Concomitant medications included levothyroxine sodium (levothyroxine), hydrochlorothiazide, potassium chloride (klor-con), hydroxycarbamide (hydroxyurea), tramadol hydrochloride, gabapentin, ergocalciferol (vitamin d), acetylsalicylic acid (aspirin) and ascorbic acid/calcium pantothenate/ergocalciferol/nicotinamide/pyridoxine hydrochloride (vitafusion womens multivitamin). On an unknown date in 2015, patient initiated treatment with third series of intra- articular synvisc injection (dose, frequency, indication, batch/lot number: not provided and expiry date: 01-dec-2019) in left knee. Following the second injection of synvisc, a week or 10 days apart, patient had no pain in left knee. On an unknown date in 2015, after unknown latency, patient had 2-3 weeks of pain following the third synvisc injection. It was reported that the pain was slightly worse than when patient started this series of left knee injections. Also reported that following the third injection, after 2 to 3 weeks, patient was pain free for 6-8 months. Corrective treatment: not reported. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: medically significant.